Event description:
An alarm issue was reported with the adc device. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced seizure and a loss of consciousness. The customer was given sugar, honey, and glucose for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history record) for the libre reader were also reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) and reader (B)(6) have been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Visual inspection has been performed on the returned reader and damaged usb port was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Sensor was scanned with reader to re-establish bluetooth connection and then was placed at a distance from the sensor. Signal loss message was not displayed. Further extended investigation was performed. A review of the case history was performed and damaged universal serial bus (usb) port observed in previous phase investigation which was determined to have no impact to the alarm features of the returned reader. The returned reader and sensor were received by the hardware product quality engineering (hpqe) team. A visual inspection was performed using a digital microscope on the reader and sensor and no signs of damage or any other abnormalities were observed. The isf log data for the retuned reader was extracted and reviewed. Isf (interstitial fluid) log data was unavailable due to reader memory constraints from the time of the complaint. The returned puck's data in the initial scan was reviewed. The returned puck was observed to be in sensor state 4 (sensor life ended). The returned reader and sensor were brought to the bench for testing. The reader was paired with the returned sensor and a bluetooth low energy (ble) test was performed and observed that the ble module was fully functional for both devices. All packets sent by the sensor were observed to be successfully received by the reader. A reader self-test was performed to test the audio and vibration systems of the device. All the tests were passed which was indicating the systems were fully functional. The returned reader and sensor both passed all of the performed testing. No evidence of a product malfunction was observed during the investigation. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. .

Event description:
An alarm issue was reported with the adc device. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced seizure and a loss of consciousness. The customer was given sugar, honey, and glucose for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced seizure and a loss of consciousness. The customer was given sugar, honey, and glucose for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)and reader megb154-g0213 have been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Visual inspection has been performed on the returned reader and damaged usb port was observed. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Sensor was scanned with reader to re-establish bluetooth connection and then was placed at a distance from the sensor. Signal loss message was not displayed. Therefore, the issue is not confirmed to use due to damaged usb port. All pertinent information available to abbott diabetes care has been submitted.